Manufacturer narrative:
Unit passed rewind test; it failed prime / seating test during which an unexpected insulin flow block alarm occurred due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests due to the faulty sensor. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had recurring of insulin flow blocked alarms. The customer blood glucose level was 284 mg/dl. The customer did not want to troubleshooting. Customer stated that they performed self-test and it passed. Customer stated that they performed high pressure test and it was not possible because insulin pump did not rewind. Customer stated that they performed a displacement verification test and it failed because it was not possible to rewind. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.